Event description:
We have collected reports of failure of the eclipse e251750 device from 11 different pts at different sites of service within our company, between september 2007 and today. The device fails to infuse, resulting in a missed dose. One pt reported multiple device failures in a row. The problems have been reported to the b braun company as they occurred. These devices were used in the home care setting. Defective devices were picked up when possible and examined b a pharmacist. The device did not infuse when the slide clamp was open.